Manufacturer narrative:
As reported in a research article, transcatheter closure of a large congenital lcx ra coronary fistula using a pda occluder. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
The article, "transcatheter closure of a large congenital lcx ra coronary fistula using a pda occluder: case insights and literature review", was reviewed. The article presented a case study of a 24-year-old male patient with congenital coronary artery fistula (caf). It was reported a "14x18 mm" amplatzer patent ductus arteriosus (pda) occluder was chosen for off label closure of the caf. At 24 hour follow up, repeat echocardiography confirmed effective occlusion of the fistulous tract with only mild residual flow between the left circumflex artery (lcx) and the right atrium. [The primary author was ata firouzi, cardiovascular intervention research center, rajaie cardiovascular institute, tehran, iran. The corresponding author was soheila salari, congenital heart diseases research center, rajaie cardiovascular institute, tehran, iran, with corresponding email: salarimed@yahoo.com].

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: transcatheter closure of a large congenital lcx ra coronary fistula using a pda occluder: case insights and literature review.

Event description:
The article, "transcatheter closure of a large congenital lcx ra coronary fistula using a pda occluder: case insights and literature review", was reviewed. The article presented a case study of a 24-year-old male patient with congenital coronary artery fistula (caf). It was reported a "14x18 mm" amplatzer patent ductus arteriosus (pda) occluder was chosen for off label closure of the caf. At 24 hour follow up, repeat echocardiography confirmed effective occlusion of the fistulous tract with only mild residual flow between the left circumflex artery (lcx) and the right atrium. [The primary author was ata firouzi, cardiovascular intervention research center, rajaie cardiovascular institute, tehran, iran. The corresponding author was soheila salari, congenital heart diseases research center, rajaie cardiovascular institute, tehran, iran, with corresponding email: salarimed@yahoo.com.